Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0e589, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient experienced pain whenever they used a tens unit device for back pain. It was later clarified by the reporter that it was not a tens unit but another spinal cord stimulator (scs from another manufacturer) for that was implanted on the patient¿s opposite side from their urinary implantable neurostimulator (ins) device. It was noted that the pain the patient had traveled along the lead component of the ins and was described as ¿causing a great deal of pain.¿ it was also reported that the patient¿s ins was programmed on a bipolar configuration. Additional information reported that the patient had painful stimulation in the groin. It was reported that the trial phase of testing for the ins the stimulation was fine. After implant of the permanent ins system the patient reported pain in the genitals with possible interaction of their implanted scs device system. The patient noticed the pain right away and reported it to their healthcare professional¿s (hcp) clinic when they were seen 2 weeks post-op. It was also reported that reprogramming to the unipolar mode on the ins which made the pain worse. The patient¿s pain does go away when the ins device was turned off. It was noted that the patient had 4 bipolar programs on their ins and impedances were normal at last check. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.